Event description:
The lens was explanted due to severe opacification. The lens was implanted in 2001. The pt suffers of proliferate diabetic retinopathy (pdr) which, according to the dr may have contributed to the problem.